Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose level of 480 mg/dl. Customer stated that they put new infusion set and after five hours they started getting infusion flow block alarm. Customer stated that the insulin pump passed the self test. Customer also stated that they were unable to remove infusion set to test site portion. The insulin pump will not be returned for analysis.